Event description:
It was reported that the operators were unloading a cot with a pt onboard and moved the safety bar of the cot into the rail assembly. The customer further reported that one of the operators sustained a back injury of some sort, but could not provide add'l info.

Manufacturer narrative:
The customer stated that this occurred two years ago and it was "obviously user error." He also stated that the cot did not need to be inspected, because it has been functioning to specification since the alleged event.